Event description:
It was reported the videoscope's damaged tip coating at the distal tip is sheading off. The issue was found during service/maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.